Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC line inserted over the wire. When the wire was trying to be removed, it would not come out. New wire was inserted through second port. Stuck wire and PICC removed and new PICC line inserted. No apparent harm reached patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stuck guidewire is confirmed. The reported event was caused by a kink in the guidewire; however, the exact cause of the kink is unknown. The product returned for evaluation was one 5fr dl powerpicc catheter with a guidewire threaded through it. A gross visual inspection of the returned unit found that the catheter had a kink present just distal of the molded joint and the guidewire flexible tip was bent such that it retained an arced shape. The guidewire was removed from the catheter and microscopically inspected. Dried biological material was observed throughout the guidewire. This may have contributed to difficulty threading the guidewire through the catheter. No misaligned guidewire coils were identified. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factors also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.